Manufacturer narrative:
(B)(4) date sent: 7/25/2016. Batch # (B)(4). Additional information was requested and the following was obtained: when the device was fired, where was the indicator located within the green zone/gap setting scale? Within the green zone. Gap setting was unknown. Was there audible and tactile feedback from firing the device? Yes. Were the washers inspected? If so, please describe. No. Were the donuts inspected? If so, please describe. It was reported that the tissue was cut through but the staples malformed. The surgeon suspected there was something wrong with the staples drivers. Who fired the device and what is his/her experience? A surgeon with much experience of the cdh29a. Was the force to fire higher or lower than expected? No. Was the device fired plastic to plastic? Yes. Where was the trocar placed in relation to the rectal transection and staple line? The trocar was placed superior to the rectal transection. The cdh25a was used to anastomose the tissue at the middle segment of the rectum and the colon descendens. The surgery cut down part of the rectum and the sigmoid. What is the current patient status? The patient is still in hospitalization and there is a stoma. The hospital is treating the patient with medication instead of a revision surgery. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy and ectomy procedure, after the firing, the surgeon detected that the device cut the tissue but the staple line was incomplete, one third of the staples malformed with legs almost straight. As the position was a little bit low, the surgeon converted the surgery to open and suture was used to complete the procedure. The surgery extended for another four hours. The patient is being observed in ICU now. The device was set at 1.5mm.